Event description:
During arthrectomy of lad provider user rotoblade/rotaburr noted delay (lag time) between physical/mechanical actions taken (advancing the rotaburr) and the image displayed on the screen. Provider concerned; not able to "see" what was occurring inside vessel. Retracted rotaburr, again, image on screen continued to show advancement with approximately 5 sec lag time before reversal was noted on screen. Provider concerned about potential for unobserved rotoblating distal to desired location. Immediately subsequent to this, patient developed severe hypotension, required CPR, pressors and intubation. Patient ultimately expired. Manufacturer evaluated equipment after event. Representative stated, a "communication problem" happened between the system and the image processing pc. Manufacturer performed a system update which corrected the error and eliminated the possibility of future occurrence.